Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21, a17 and unable to download. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, the customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no error alarms noted during testing. However, an alarm was found in the alarm history due to a corrupted history file. The insulin pump had normal operating currents. The insulin pump was monitored for several days and no battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.